Event description:
In this event it is reported that ah plus jet starter kit after injection of filling material into root canal the patient felt pain. Reportedly, the root canal was cleaned out and rinsed with solution to relieve patient's pain.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
Investigation results: the DHR of the complained batch was checked. There were no abnormalities in the DHR.